Event description:
On (B)(6) 2009, the patient reported he received an e4 (occlusion) error on his insulin infusion device in the middle of the night. He stated he disconnected from his infusion headset this morning and changed the insulin cartridge, infusion headset and tubing. He said he tried to prime the new tubing, but again received another e4. To troubleshoot, the patient was instructed to disconnect the tubing from his device and prime through the adapter which he did without error. He was instructed to reattach the tubing and prime and he again received an e4. He said the tubing that occluded last night and the one today are from the same box. He was instructed to attach a new tubing from the same box and he was able to prime the tubing without error. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.